Event description:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The actual device involved in the event has not been returned for eval at this time and the investigation is on going. A f/u report will be provided after the device is available and the eval results are available.